Manufacturer narrative:
Analysis of the device memory confirmed there were no resets. The pacemaker operating current resulted in a reduction of longevity remaining. Engineers noted that slight changes in pacing percentage, lead impedances, and changes due to auto capture results may cause the operating current to change. The device is at ern which is a 90 bpm magnet rate. Engineering believes this device has less than one year battery longevity remaining. The longevity remaining fluctuated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
Seven months later, the device was explanted and returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Device analysis confirmed normal pacing, sensing and telemetry functions. A visual observation confirmed no physical anomalies. The device passed longevity testing.

Event description:
Boston scientific crm received information that a couple months ago this device battery was showing less than .5 years remaining. Today the battery reading is showing greater than 1.5 years remaining. This patient is paced 95 percent of the time and no programming changes have been made in the past year. Technical services suggested to continue 2 month follow-up checks or perform a memory download. The caller stated she would contact a sales representative to perform a memory download at the next office visit. One month later a download of the device memory was performed.